Event description:
It was reported that during the procedure in the mid left anterior descending artery, a 3.5x23 rx xience v was advanced and deployed successfully; however, a perforation occurred at the mid segment of the stent. A 3.5x12 jostent graftmaster stent delivery system (sds) was advanced but due to calcification could not cross to the perforation site. The sds was removed from the anatomy and a buddy wire was inserted to facilitate advancement of the graftmaster sds. The graftmaster sds was re-inserted and advanced to within a centimeter of the perforation site when the physician noted that the stent was loose on the balloon. The physician deployed the stent at 18 atmospheres 1 cm proximal to the perforation without further advancement of the sds to avoid dislodgement of the stent. The sds was removed from the anatomy and balloon dilatation was used to seal the perforation successfully. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 23 mm xience v is being filed under a separate medwatch MFR number. The product was not returned for analysis; however, cine photographs were received and analyzed by abbott vascular clinical representative. The cine review confirmed the reported information that a perforation occurred after stent deployment, the undeployed stent graft moved forward on the delivery system, and the stent graft was well-expanded but there was still slight blushing near the original perforation site. Based on the reported information, interaction with the heavily calcified anatomy as well as potentially the recently deployed stent likely contributed to the reported physical resistance (initial failure to advance). Interaction with the heavily calcified anatomy and with the guiding catheter upon re-insertion may have loosened the stent graft such that it moved during attempts to place it at the lesion site. Deploying the stent graft slightly proximal to the perforation site likely contributed to the continued perforation leak (reported hemorrhage) and additional non-surgical treatment (balloon dilatation) to seal successfully. Additionally, the device registration form for this unit noted that the maximum pressure used was 18 atmospheres, which is above the rated burst pressure. The graftmaster otw instructions for use states: do not exceed rated burst pressure. Based on the reported information, there was no reported balloon rupture or vessel injury after stent graft deployment. During manufacturing, all stent delivery systems are 100% inspected for stent damage and proper stent placement. Additionally, a sampling of units is destructively tested prior to lot release to verify rated burst pressure, proper guiding catheter movement and stent dislodgement force. A review of the device history record database for this reported lot revealed no nonconforming material records and that all lot release testing results met specification. Additionally, a query of the database for this reported lot revealed no other incidents reported for physical resistance/failure to advance or stent dislodgement/unstable. There is no indication of a product quality deficiency.